Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The reported clinical observation of pocket stimulation is a known inherent risk of the use of this product.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead was difficult to position, and the target vein could not be reached. Additionally, high capture thresholds were observed, and diaphragmatic stimulation occurred at multiple pacing points. Subsequently, the lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return. This lead was returned for product investigation. This report included device technical analysis.

Event description:
It was reported that during the implant procedure, this lead was difficult to position, and the target vein could not be reached. Additionally, the pacing parameters were unsatisfactory. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.